Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair approximately one year ago and mesh was implanted. During a follow-up appointment with the physician, it was found that the patient experienced hernia recurrence through the implanted mesh. Approximately six months ago, the patient underwent a robotic reoperation to repair the hernia with a different mesh. Additional information has been requested.